Event description:
It was reported that the patient underwent a posterior spinal surgical procedure. Sometime post-op it was noticed that the rod pulled out of the distal end of construct at the l3 screw. No additional information has been reported.

Manufacturer narrative:
(B)(4): neither the device nor applicable imaging films were returned to the manufacturer for evaluation, therefore, the cause of the event cannot be determined.